Event description:
Approximately a week following receiving a cypher, the male patient returned with chest pain and st elevation myocardial. The patient had stopped taking his aspirin and clopidogrel 4 days after the index procedure, without consultation from his physician. A thrombosis in the proximal left anterior descending branch (prox lad) was confirmed by angiography and treated with balloon dilatation only. The physician indicated that the event was unlikely related to the cypher or the index procedure. The event was resolved without sequel. Two lesions in the prox lad were treated during this procedure. Indication for the intervention was an acute myocardial infarction. Patient was given aspirin and clopidogrel before the index procedure. During the procedure, the patient received aspirin, clopidogrel, reopro, and heparin. The vessel diameter was 2.75mm and the lesion length was 30mm. Pre-procedure stenosis was 90%. Post-procedure stenosis was 0. Timi flow pre and post procedure was 3. The lesion was a bifurcation, with irregular contour, no angulation, and little or no calcification. The vessel pre-dilated was a 2 x 20mm balloon, at 10atm. The stent was deployed at 12atm. Because the stent was not fully expanded, it was post-dilated with a 3 x 20 balloon at 20atm. Patient was placed on aspirin 325mg, clopidogrel 75 mg, statins, and beta blockers at discharge. During the index procedure, a first diagonal perforation, caused by the non-cordis guidewire, occurred. The bleeding stopped at the end of the procedure and an ECG showed no pericardial effusion. No other index procedure information is available at this time. This product, noted in d4, is not distributed in the united states. However, it is similar to the us distributed drug eluting stents. Additional information will be submitted within 30 days of receipt.